Event description:
Revision surgery - due to an infection. The surgeon removed the djo head, changed a zimmer taper to an encore adaptor and zimmer sleeve.

Manufacturer narrative:
The reason for the revision surgery was reported as an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The devices were verified to have gone through acceptable sterilization processes and were within their expiration dates at the time of use during the previous surgery. The root cause of this complaint was reported as an infection. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post surgical instructions. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There were no findings during this investigation that indicate that the reported devices were the source or had a direct connection with the patient's infection.

Manufacturer narrative:
Device disposed of.